Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated their quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the integrated multisensor technology (imt) pump tubing. The cse performed imt advanced cleaning. The cse replaced the v-lyte sensor. The cse performed imt dilcheck, resulting within specifications. The cse performed sodium and potassium precision tests, resulting within range. The cause of the discordant, falsely depressed calcium and potassium and falsely elevated sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium and potassium and falsely elevated sodium and chloride results were obtained on a patient sample on a dimension vista 1500 instrument. The customer repeated the same sample on the same dimension vista 1500 instrument, resulting similarly. The initial results were released to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting higher for calcium and potassium, and resulting lower for sodium and chloride. The customer issued a corrected reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium and potassium and falsely elevated sodium and chloride results.